Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Describe event or problem, corrected data: the previously submitted MDR inadvertently did not clarify that the explant surgery was due to an infection.

Manufacturer narrative:
Age at time of event, corrected data: the initial manufacturer report incorrectly reported the patient¿s age.

Event description:
The vns patient¿s device was explanted due to infection. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Due it image quality, there were portions of the lead that were difficult to assess. Based on the images provided, the cause of the high lead impedance remains unknown.

Event description:
Additional information was received stating that the vns patient¿s device showed high impedance via system diagnostics. The patient¿s device was subsequently disabled following the high impedance observation. The patient underwent surgery on (B)(6) 2014 to explant his generator and lead. The explanted devices have not been returned to date.

Event description:
It was reported that during exploratory surgery on (B)(6) 2014 due to infection, the vns patient¿s device showed high impedance. Attempts for additional relevant information have been unsuccessful to date. The infection was reported in manufacturer report # 1644487-2014-01949.